Event description:
Boston scientific crm received information from a boston scientific field representative that a physician alleged this device was experiencing premature battery depletion due to an extended charge time within specifications. This device is included in the april 5, 2007 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed that the device was within specifications for the reported charge time and monitoring voltage. No adverse patient effects were reported, and the device remains implanted and in service.

Event description:
Boston scientific received information that this device was explanted for unknown reasons and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Analysis found the allegation of premature battery depletion could not be confirmed. The interrogated monitoring voltage is 2.27 volts. The battery status is end of life (eol), and eol was set after explant. A review of the device memory noted no resets or fault codes. The device recorded 2 ecc memory corrections and this indicates normal function. The device passed all therapy verification testing.

Manufacturer narrative:
This device is undergoing detailed analysis, this report will be updated when analysis is complete.